Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please clarify the procedure and event date as the additional information stated both dates were (B)(6) 2023. Is the procedure date (B)(6) 2023? Is the event date supposed to be (B)(6) 2023, which is one day after the procedure when the patient¿s symptoms started? Please clarify. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Contacted with the sales rep today via phone, both the procedure and event date were (B)(6) 2023. Please refer to a-10054182, other information requested is unknown.

Event description:
It was reported that a patient underwent a right frontal papillotomy procedure on (B)(6) 2023 and suture was used on subcutaneous tissue. Post-op, on the day after surgery, the patient reported erythema, inflammation and pain at the incision site. The doctor did not give other treatment measures. Subsequently, the patient's wound redness, swelling, and pain were not relieved. On (B)(6) 2023, the suture was removed from the wound skin and subcutaneous tissue. The patient¿s wound was re-sutured. The patient's wound redness, swelling and pain were improved. The patient's wound healing condition was also improved. The patient is stable now. No subsequent adverse event report was received. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 reported condition not confirmed. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received two unopened samples that pertain to product code vcp304h. In order to evaluate the condition of the returned sample, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, and damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the sutures were correctly placed on the winding former. The sutures were dispensed without a problem and examined along the strand and no anomalies or damage on the suture surfaces could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the event date should update to be (B)(6) 2023. The patient (male, specific age unknown) underwent right frontal papilloma resection surgery in hospital on (B)(6) 2023. The surgeon used vcp304h for subcutaneous tissue sewing (specific suturing method was unknown) during surgery. The intraoperative suturing operation was smooth. On the day after surgery, the patient complained of wound redness, swelling and pain. The doctor did not give other treatment measures. Subsequently, the patient's wound redness, swelling, and pain were not relieved. On (B)(6) 2023, the doctor removed the sutures from the wound skin and subcutaneous tissue and used other sutures to resew the wound. Then the patient's wound redness, swelling and pain were improved. No subsequent adverse event report was received. The following information was requested but unavailable: if medication was required, please clarify if it was prescription strength. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the procedure and event date as the additional information stated both dates were (B)(6) 2023. "Is the procedure date (B)(6) 2023? Is the event date supposed to be (B)(6) 2023, which is one day after the procedure when the patient¿s symptoms started? Please clarify. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?"